Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler underwent and failed the functional display test. The display was dim upon powering on the cycler. It was identified that the cause for the dim display was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a liberty select cycler went dim during power up of a training session for peritoneal dialysis (pd) treatment. The peritoneal dialysis registered nurse (pdrn) reported that the display brightness was set to 10, the cycler was rebooted, but the screen remained dim. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The pdrn stated that the cycler was being used for training. The pdrn stated that there was no patient involved in this event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.